Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 290 m/dl at the time of the call. The customer was given liquid glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also reported issues with high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08740 inches. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.